Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow up. During examination of lead, it was noted that there was noise on the right ventricular (rv) lead which caused inhibition of pacing. The physician suspected the noise was due to subclavian crush. Lead revision procedure was performed where the rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.